Event description:
Nj with stylet that could not be removed. At the end of the nj, there was a kink and a small bubble. No harm came to the patient. Defective nj removed and a new nj inserted. Patient tolerated well.